Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to interaction of the device with patient anatomy due to circumstances of the procedure and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other proglide is filed under a separate medwatch report number. User facility/importer report# (B)(4). (B)(4).

Event description:
User facility medwatch report received that states: the first device thread was broken at step 3. The second device did not deploy the sutures.